Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient experienced issues transmitting data through the remote monitoring system despite the communicator being connected, with multiple troubleshooting attempts performed without successful transmission. Device data indicated that this pacemaker was operating in safety mode, resulting in disabling of remote monitoring capabilities. It was further reported that the managing cardiologist had been previously notified and had elected to continue monitoring the patient, with a plan for in-clinic device interrogation. Troubleshooting efforts for the monitor were discontinued following this determination. This pacemaker remains in service. No adverse patient effects were reported.